Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for eval. Additionally, the device specific info was not provided, precluding a review of the device history record. Engineering eval noted that the dislocation reported was likely the result of ligament laxity due to the reported fall two days post-operatively.

Event description:
Non-revision - dislocation. Pt reportedly fell approximately two days post-op.